Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. The procedure was completing as planned with a backup instrument of the same kind and no known impact or patient consequence was reported. Isi followed up with the initial reporter who confirmed that no fragments fell into the patient¿s anatomy and patient information was not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.